Manufacturer narrative:
The fixation device was returned cut into multiple pieces. Nothing could be inferred about the assembly of the device in this condition. Information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent acl stabilization procedure on (B)(6) 2012. During the procedure, the surgeon had difficulties tightening one of the ziploop loops. The surgeon used another device to complete the procedure, and had to make an extra incision to retrieve the toggleloc from underneath the clavicula.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.